Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and observed that the white energy capacitor wire was disconnected from the j18 spade connector. When capacitor wire was reconnected, device was able to deliver energy with no discrepancies. The gap in the wire connector was measured and found to be 0.035 inch, which is out of the allowed tolerance of 0.025 +/- 0.004 inches. The root cause of the reported issue was determined to be due to an out of spec capacitor connector.

Event description:
A customer contacted physio-control to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to power on the device but it was verified that the device would not provide defibrillation therapy if needed. The customer's device will be sent to the the product assessment center (pac) for further evaluation. The customer will be provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.